Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the metal appeared to be exposed on one side of the hemopro jaw and there did not seem to be as much coverage on the jaw. A second device was opened and was identical to the first. The second device was used to complete the procedure. The hospital did not report any patient effects. The product will not be returned as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. There was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).